Event description:
It was reported that the procedure was performed to treat a lesion in the heavily tortuous proximal left anterior descending artery. The 3.0 x 48 mm xience xpedition stent was deployed at the target lesion; however, during inflation of the stent delivery system balloon, a dissection occurred. It was noted that the stent was not fully apposed to the artery wall. An additional 3.0 x 48 mm xience xpedition stent was deployed to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility (stent wall apposition). Additionally, a conclusive cause for the reported patient effect, and its relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.